Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer, frame broke near rear wheel axle bracket on both sides..a clean break.